Manufacturer narrative:
The customer provided one lot number m217199 and was not able to confirm on what day he performed the test with this lot number. Since we are not certain of what day this lot number was performed see below for lot information. Information for lot number: m217199 expiration date: 12oct2023 manufactured date: 14sep2022 UDI: (B)(4) this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed in duplicate at abbott diagnostics scarborough, inc. On retained kit lot m217199 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 192-000j / lot m217199 and test base part number 192-430 / lot m217199. The lot met the required release specifications. The review of the complaints reported as false positive patient results (confirmed, unconfirmed and conflicting results) related to kit lot m217199 showed that the complaint rate is 0.0294%. H3 other text : single-use, device discarded.

Event description:
The customer reported eight (8) false positive results with the ID now covid-19 assay performed on various dates. This MFR. Report addresses test seven (7) of eight (8). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2023. The test was performed with the nipro sponge swab on a nasopharyngeal sample. It is currently unknown if repeat or confirmatory testing was performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
The customer provided one lot number m217199 and was not able to confirm on what day he performed the test with this lot number. Since we are not certain of what day this lot number was performed see below for lot information. Information for lot number: m217199. Expiration date: 12oct2023. Manufactured date: 14sep2022. UDI: (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported eight (8) false positive results with the ID now covid-19 assay performed on various dates. This MFR. Report addresses test seven (7) of eight (8). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2023. The test was performed with the nipro sponge swab on a nasopharyngeal sample. It is currently unknown if repeat or confirmatory testing was performed. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.